Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting.